Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then a power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The following physical damage was noted: scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they were experiencing battery life issues. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.